Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a missing segment. The customer's blood glucose at the time of the incident was 112 mg/dl. The customer stated that they dropped the insulin pump. The customer reported that the insulin pump screen flashed white and then got a blank display. Troubleshooting was not provided. The insulin pump was returned for analysis.

Manufacturer narrative:
Insulin pump received with blank white display due to corroded electronic assemblies. Unable to perform functional testing including selftest, sleep current measurement, active current measurement, displacement test or verify any missing segments due to display anomaly.